Manufacturer narrative:
The report of a device that infused too fast was confirmed. Inspection: the syringe module (B)(4) was received with instrument seal intact. The right (male) iui was observed with corrosion, damaged isolation ribs, dry fluid residue. The left (female) iui was observed to be in good condition. Drive head up/down vertical movement was observed to move freely after opening the gripper control. The gripper control opened and returned to close position as intended. Barrel clamp assembly was functioning as intended. The front case was observed with impact damage and crack marks. The report of a device that infused too fast was confirmed in the pcu event log and was identified as due to programming. The pcu event log shows syringe module s/n (B)(4) was programmed to infuse a basic infusion at 9:39 am on 21 october 2020 using a 35ml monoject syringe with 31.1543ml detected. The user entered 120ml/hr for the rate. The vtbi was 31.1543ml. The infusion ran until 9:55 am the infusion completed. The volume recorded as being infused during this period was 31.1543ml. A review of the device error logs found no errors during the time of the reported event. Alaris system maintenance software was used to test the device¿s accuracy (barrel clamp accuracy, plunger force accuracy, plunger position accuracy). The device passed all tests. Note: pump module s/n (B)(4), initially reported as the source, was not in use during the reported event date/time. The root cause of the reported device that infused too fast was identified as due to programming. Device history review: review of the syringe module s/n (B)(4) service history record showed the device had a manufacture date of 15 march 2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 17 november 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pump was programed to infuse pentamidine at 15ml/hr (to be given over 2 hours) and the medication was infused and completed from 0940-1000. The patient had a reaction and was given benadryl and zofran, and fully recovered.